Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v598061, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information reported that the event resolved without outcome on (B)(6), 2013. If additional information is received, a follow up report will be sent

Event description:
It was reported that the patient felt ¿very fatigued¿. The patient was administered a vitamin b 12 injection. The event resolved without sequelae on (B)(6) 2013. It was later reported that the injections were administered on (B)(6) 2012. The event resolved without seq uelae on (B)(6) 2012.

Manufacturer narrative:
(B)(4).